Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device adhesive of the bending rubber was found detached, cracked and chipped. The root cause could not be identified. Based on the results of the investigation, there were no probable causes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope adhesive of the bending rubber was found detached, cracked and chipped. There was no report of patient involvement or user injury associated with this event.